Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device change out. It was noted that the physician was unable to engage the wrench in the right atrial port of the header. The physician elected to open the header and dissect the lead out. A new generator was implanted and connected to the old leads and tested well. The patient was stable prior to during and after the procedure.